Event description:
Reporter alleged that the inform meter had melting and burning on the contacts. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.